Event description:
Consumer reported via email that with an unspecified number of tampons, the pledget was difficult to remove from her vaginal cavity. She alleged this was due to the pledget initially being put into the applicator upside down. During manual removal of the pledget, she experienced some pain. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.